Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.3., h.3., h.6. Device evaluation: analysis of the returned device identified: weight within specifications, wear abrasion, white particles in the shell and crease fold. Gel was observed to be cloudy after autoclave cycle. Base on the device analysis the final assessment is: the unit is not ruptured.

Event description:
Device has been explanted.